Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the up arrow button was not working at all and the other buttons was working but he needs to press hard on it. The customer blood glucose level was 7.5 mmol/l at the time of incident. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will not be returned for analysis.